Event description:
A cartridge alarm 30, was reported with the pump while it was in use. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. When attempts to load a new cartridge failed and the alarm recurred, the customer was instructed to use multiple daily injections (mdi) as a backup therapy. Technical support assisted the customer by sending a replacement pump and arranged for the return of the problematic pump.